Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('placement failure of implant that lead to ectopic pregnancy'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), pelvic pain ('chronic pelvic pain'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse reaction ("chronic systemic reactions"), dermatitis contact ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash"), arthritis ("arthritis"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, premature rupture of membranes, premature delivery, stillbirth, foetal death, pelvic pain, uterine haemorrhage, systemic lupus erythematosus, sjogren's syndrome, dementia, chronic fatigue syndrome, dyspareunia, intra-abdominal fluid collection, dermatitis contact, arthritis, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered adenomyosis, adverse reaction, alopecia, arthritis, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, dermatitis contact, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: report received from a lawyer, containing a summary of event of multiple patients including the patient of this case. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), pelvic pain ('chronic pelvic pain'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome') and dementia ('dementia') in multiple patients who had essure inserted. The occurrence of additional non-serious events is detailed below. It is not possible to identify which events occurred in which patient. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleedings"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse reaction ("chronic systemic reactions"), dermatitis contact ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash"), arthritis ("arthritis"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and were found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, premature rupture of membranes, premature delivery, stillbirth, foetal death, pelvic pain, uterine haemorrhage, dyspareunia, systemic lupus erythematosus, sjogren's syndrome, dementia, chronic fatigue syndrome, intra-abdominal fluid collection, dermatitis contact, arthritis, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered adenomyosis, adverse reaction, alopecia, arthritis, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, dermatitis contact, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: report received from a lawyer, containing a summary of event of multiple patients including the patient of this case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('chronic pelvic pain'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome'), dementia ('dementia'), stillbirth ('death baby delivery'), premature rupture of membranes ('early bag breakage'), foetal death ('fetal deaths') and premature delivery ('premature delivery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), premature rupture of membranes (seriousness criteria medically significant and intervention required), foetal death (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse event ("chronic systemic reactions"), allergy to metals ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash") with rash, arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, uterine haemorrhage, systemic lupus erythematosus, sjogren's syndrome, dementia, stillbirth, premature rupture of membranes, foetal death, premature delivery, dyspareunia, intra-abdominal fluid collection, allergy to metals, arthritis, chronic fatigue syndrome, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered adenomyosis, adverse event, allergy to metals, alopecia, arthritis, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: report received from a lawyer, containing a summary of event of multiple patients including the patient of this case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('placement failure of implant that lead to ectopic pregnancy'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), pelvic pain ('chronic pelvic pain'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse reaction ("chronic systemic reactions"), dermatitis contact ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash"), arthritis ("arthritis"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, premature rupture of membranes, premature delivery, stillbirth, foetal death, pelvic pain, uterine haemorrhage, systemic lupus erythematosus, sjogren's syndrome, dementia, chronic fatigue syndrome, dyspareunia, intra-abdominal fluid collection, dermatitis contact, arthritis, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered adenomyosis, adverse reaction, alopecia, arthritis, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, dermatitis contact, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: report received from a lawyer, containing a summary of event of multiple patients including the patient of this case. Amendment: the report was amended for the following reason: coding correction: events "lupus", "death baby delivery" and early bag breakage were not specified. Event "autoimmune response to metal or to pet fibers like the signs and symptoms of rash" was replaced by "dermatitis due to metals". No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing'), abdominal pain ('serious abdominal pain'), device dislocation ('migration'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), pelvic pain ('chronic pelvic pain'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleedings"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse reaction ("chronic systemic reactions"), dermatitis contact ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash"), arthritis ("arthritis"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (organ removal). At the time of the report, the device breakage, perforation, abdominal pain, device dislocation, ectopic pregnancy with contraceptive device, premature rupture of membranes, premature delivery, stillbirth, foetal death, pelvic pain, uterine haemorrhage, dyspareunia, systemic lupus erythematosus, sjogren's syndrome, dementia, chronic fatigue syndrome, intra-abdominal fluid collection, dermatitis contact, arthritis, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis, adenomyosis, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, adverse reaction, alopecia, arthritis, back pain, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, dermatitis contact, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, pelvic pain, perforation, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing'), abdominal pain ('serious abdominal pain'), device dislocation ('migration'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), pelvic pain ('chronic pelvic pain'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleedings"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse reaction ("chronic systemic reactions"), dermatitis contact ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash"), arthritis ("arthritis"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (organ removal). At the time of the report, the device breakage, perforation, abdominal pain, device dislocation, ectopic pregnancy with contraceptive device, premature rupture of membranes, premature delivery, stillbirth, foetal death, pelvic pain, uterine haemorrhage, dyspareunia, systemic lupus erythematosus, sjogren's syndrome, dementia, chronic fatigue syndrome, intra-abdominal fluid collection, dermatitis contact, arthritis, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis, adenomyosis, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, adverse reaction, alopecia, arthritis, back pain, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, dermatitis contact, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, pelvic pain, perforation, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: new information added: new lawyer and new adverse events (serious abdominal pain, psychological problems, heavy bleeding during periods, back ache, allergy, travelling parts of the broken product inside the body and organ tearing). The organ removal was added as non-drug treatment for organ tearing and device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing'), abdominal pain ('serious abdominal pain'), device dislocation ('migration'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), pelvic pain ('chronic pelvic pain'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleedings"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse reaction ("chronic systemic reactions"), dermatitis contact ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash"), arthritis ("arthritis"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (organ removal). At the time of the report, the device breakage, perforation, abdominal pain, device dislocation, ectopic pregnancy with contraceptive device, premature rupture of membranes, premature delivery, stillbirth, foetal death, pelvic pain, uterine haemorrhage, dyspareunia, systemic lupus erythematosus, sjogren's syndrome, dementia, chronic fatigue syndrome, intra-abdominal fluid collection, dermatitis contact, arthritis, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis, adenomyosis, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, adverse reaction, alopecia, arthritis, back pain, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, dermatitis contact, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, pelvic pain, perforation, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), pelvic pain ('chronic pelvic pain'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjögren syndrome') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleedings"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dementia (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), intra-abdominal fluid collection ("significant abdominal liquid retention"), adverse reaction ("chronic systemic reactions"), dermatitis contact ("autoimmune response to metal or to pet fibers like the signs and symptoms of rash"), arthritis ("arthritis"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage / loss of dental parts"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, premature rupture of membranes, premature delivery, stillbirth, foetal death, pelvic pain, uterine haemorrhage, dyspareunia, systemic lupus erythematosus, sjogren's syndrome, dementia, chronic fatigue syndrome, intra-abdominal fluid collection, dermatitis contact, arthritis, loss of libido, alopecia, complication of device insertion, device expulsion, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered adenomyosis, adverse reaction, alopecia, arthritis, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, dermatitis contact, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: report received from a lawyer, containing a summary of event of multiple patients including the patient of this case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: information from duplicate case added ((B)(4)). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.